Event description:
The customer reported that the motorize function is intermittently not working and require a reboot all the time. It intermittently fails to activate the c-arm into motion. No pt injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.